Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the blood glucose ran low. The blood glucose reading was 48 mg/dl and the customer felt "wobbly" and that his speech was not right. The customer treated with food and brought the blood glucose up to 105 mg/dl. The drive support cap appeared normal. The reservoir showed the same amount of insulin as was shown on the status screen. The customer was unsure if the programming was correct and was advised to discuss the low blood glucose issue with a health care professional. The insulin pump was not returned or replaced.